Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after a meal the user experienced hyperglycemia, with continuous glucose readings rising to a peak of 359 mg/dl and remaining above 180 mg/dl for approximately three hours despite an up-arrow trend. The caregiver confirmed no visible infusion site or connector leakage on a contact detach set, replaced supplies and tubing, and troubleshooting and education were provided. Symptoms included elevated blood glucose without dizziness, loss of consciousness, or other acute complications. No professional medical intervention, hospitalization, backup therapy, or ketone testing was required, and glucose later trended downward. An investigation was conducted, including remote troubleshooting, review of infusion set application and connections, and confirmation of supply changes. No device malfunction was identified, and no leakage was observed at the infusion site or tubing connections. The cause of the hyperglycemia remained unclear. Based on previously established findings for similar reports, the cause was concluded to be indeterminate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.